Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms during an implant procedure. Despite the lv lead being reconnected together with the device two additional times, the impedances were still high. As the lv thresholds were also high and the patient was experiencing diaphragmatic stimulation, the physician decided to use another pacing vector and the lv was implanted successfully. One day after the implant procedure, the patient continued to experience diaphragmatic stimulation. The outputs were reduced and the patient felt better. No adverse patient effects were reported.